Manufacturer narrative:
Pt information not available at the time of this report. Per discussion between the medtronic rep and surgeon, it was determined that rotating the blade in relation to the array caused the reported event. After she explained to him that he would need to re-register the blade when doing so, his accuracy was fine. There were no further issues.

Event description:
A medtronic ent rep reported the 40 and 60 degree blades used with the m4 were inaccurate. They recalibrate when they switch the blades but the only one that seems accurate is the 4mm tricut. The blades are seated all the way in the m4. The surgeon opted to continue the procedure with the use of the navigation system. There was no impact on pt outcome.